Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a lower capillary reading of 9.0 mmol/l when compared to a venous lab test of 14.0 mmol/l. When the values were plotted onto a clarke error grid, the results fell into the "d" zone which is considered to be clincially significant.